Manufacturer narrative:
Unique device identification (UDI) updated to proper value. Device manufacturing date updated to proper value.

Manufacturer narrative:
Additional information: medtronic received information that the site has elected to use the suspect suction in subsequent procedures.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the straight suction was bent. There was no patient present when this issue was identified.

Manufacturer narrative:
UDI not available at the time of filing. Device manufacture date is not available at time of filing.